Event description:
The contralateral pull wire caught on the hook of the superior attachment system upon jacket retraction. Resolved with a guide catheter. Bilateral stents used to improve flow. Jacket retraction was difficult but was resolved.